Event description:
"Per (B)(6) - tech in hybrid or device began to deploy in position 1. I was also made aware that scrub tech was newer and had put excessive force on the tip of the graft while removing from the packaging onto sterile field" patient outcome: "additional graft was needed to complete the case, but patient was unharmed."

Manufacturer narrative:
(B)(4).

Event description:
"Per (B)(6) - tech in hybrid or device began to deploy in position 1. I was also made aware that scrub tech was newer and had put excessive force on the tip of the graft while removing from the packaging onto sterile field" patient outcome: "additional graft was needed to complete the case, but patient was unharmed".